Event description:
It was reported that following an arthroscopic procedure, the physician (B)(6) noted a burn mark across the pt's chest. The burn was not classified and no info regarding the type of treatment was provided for the pt's injury. No add'l info was available.

Manufacturer narrative:
Attempts to obtain add'l info regarding the pt's age, gender and condition were unsuccessful. Ref mfrs report #: 2951580-2011-00153.